Manufacturer narrative:
Insulin pump had an intermittent button response on express bolus button due to corroded keypad traces. Insulin pump was unable to prime during prime test due to faulty force sensor. No button error alarm or other alarms noted. Insulin pump was unable to perform the occlusion test and excessive no delivery test or test for bolus anomaly and basal anomaly due to prime and fill anomaly. Insulin pump had minor scratches on display window, scratched case, cracked reservoir tube lip and a stained end cap sticker. No moisture damage or corrosion noted in reservoir compartment, on electronic assembly or on motor. The motor was tested outside of the device and passed.

Event description:
Customer stated she was advised by her doctor to call in since the insulin pump was alarming motion sensor test failed. A leak was also noted in the reservoir which cause rust inside the reservoir compartment. Customer stated the device was also delivering too much insulin. Customer stated that she received the alarm when inserted the reservoir. Customer initially ignored the alarm and attempted to continue with steps and noticed the reservoir was empty. Customer's blood glucose was 96 mg/dl. Device alarmed during manual prime. Customer did not recall if the device was dropped prior to alarm. The drive support cap was normal. Customer stated she was filling the tubing and noticed it was filling to fast when button error alarm occurred. She didn't notice were the insulin leak came from. Insulin was on top of the display and under the lcd. No cracks on the device noted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.